Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had little or no amount of drug infused while being attached to an unspecified baxter pump. This issue was identified during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction was added to h10. H10: upon further investigation, it was determined that there is no allegation against the unspecified baxter set. Should additional relevant information become available, a supplemental report will be submitted.